Event description:
Boston scientific received information that during a follow up visit, this cardioverter defibrillator (ICD) device displayed elective replacement indicators (eri). There was concern that the battery had depleted more rapidly than expected. A review of the device memory revealed this device had provided two shocks while implanted. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.